Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After replacing the hard paddles, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The hard paddles were not available for further evaluation. Further root cause could not be determined.

Event description:
A customer contacted physio-control to report that their device would not provide defibrillation shock using hard paddles. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not provide defibrillation shock using hard paddles. There were no reports of patient use associated with the reported event.